Event description:
The customer reported via phone call that the insulin pump alarmed with a button error while customer was inthe car and it was hot outside. Customer's blood glucose was 137 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The device was received with minor scratches on the lcd window, a cracked case at display window corners and cracked belt clip slot.